Event description:
The physician delivered a 2.75 x 26 mm resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion at a venous graft junction. The target lesion exhibited moderate calcification. Lesion pre-dilation was performed. During the first inflation of the delivery system balloon, a leak was observed. The balloon catheter was emptied and was successfully removed from the patient. The physician then used a 1.5 x 15 mm balloon and successfully dilated the stent. An attempt was then made to insert a bigger balloon inside the stent, however, this attempt was unsuccessful. The stent was reported to have moved proximally in to the venous graft and was partly attached to the balloon (non-medtronic balloon). The patient is reported to have suffered an artery occlusion and was in the intensive heart unit. The device had been inspected prior to use. Patient's vital signs were reported to be ok and no other clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Negative purge confirmed a leak. The distal inner and outer shaft were torn 7.5mm distally from the guidewire entry port. On pressurization of the device liquid was observed exiting from the torn section of the distal shaft.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration, occlusion). Related to operational context (damage to device most likely procedural related). Caused by another drug/device (stent migration was most likely caused by the post-dilation balloon). Conclusions: known inherent risk of procedure (stent migration, occlusion). Another device caused failure (stent migration was most likely caused by the post-dilation balloon). Operational context contributed to event (damage to device most likely procedural related).